Event description:
It was reported that the tip of the driver broke off while the surgeon was securing the glenosphere. The breakage occurred during the final twist using the handpiece. The broken tip was successfully retrieved from the patient. Additionally, it was noted that possible debris may remain in the joint, though this is inconclusive due to the small size of the broken piece.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
Correction: h6 device code. The reported event was confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the returned instrument revealed a diagonal, gnarled fracture at the tip, exhibiting a multidirectional deformation of the bisects at the end of the instrument. A circular striation is also present around the shaft near the torx head. Only one fragment of the tip was returned. Due to the irregular and multidirectional deformation, the recovered fragment cannot be mated to the remaining portion to confirm whether all fractured components of the screwdriver were retrieved. Due to the nature of the returned device a functional and dimensional inspection was not possible as it is clearly broken rendering it non-functional and unable to be dimensionally inspected. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. However, a material hardness test was able to be performed and was within the required material hardness specifications. Based on the investigation, the root cause was determined to be user related. The failure resulted from applying torque beyond the instruments rated capacity, either alone or in combination with off axis loading which is evident by the ductile fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the tip of the driver broke off while the surgeon was securing the glenosphere. The breakage occurred during the final twist using the handpiece. The broken tip was successfully retrieved from the patient. Additionally, it was noted that possible debris may remain in the joint, though this is inconclusive due to the small size of the broken piece.